Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/ migration') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy, (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, genital haemorrhage, endometriosis, abdominal pain, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, endometriosis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, general abnormal bleeding, menorrhagia, device expulsion/device dislocation, endometriosis. Patient demographic added, essure removal date added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.